Event description:
Labs being drawn from closest hub on patient port with saf-t holder device. Upon completion of blood draw and upon attempted removal of saf-t holder device the portion screwed onto the port hub began to crumble into pieces and the inner plastic portion of the device broke off within port hub. Unable to retrieve broken piece from hub so new port access required to complete treatment.